Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fill resistance when attempting to load their cartridge with insulin. The contact resolved the issue by replacing the needle and filling the same cartridge. The customer's blood glucose level was not impacted. Tandem technical support, stated that it could have been caused by a piece of the cartridge septum blocking the needle.